Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol ventralex device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch mesh, reference number 0010301, lot number huud0551 was implanted to repair the hernia defect. On (B)(6) 2011: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient has been injured severely and permanently. As alleged, the patient has suffered and will continue to suffer physical pain due to the alleged defective bard/davol ventralex that was implanted in his body.

Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol ventralex device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 11 months post implant of ventralex mesh, patient had scar tissue thereby underwent repair with removal of mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b6, b7, d.4 (UDI), d.6b (date of explant), e3, g1, g3, g4, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6)2010: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch mesh, reference number(B)(4), lot number huud0551 was implanted to repair the hernia defect. (B)(6)2011: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient has been injured severely and permanently. As alleged, the patient has suffered and will continue to suffer physical pain due to the alleged defective bard/davol ventralex that was implanted in his body. Addendum per additional information provided: (B)(6)2010 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿incision was made underlying the umbilicus. A ventralex mesh was then placed using sutures.¿ (B)(6)2011 - patient was diagnosed with status post umbilical herniorrhaphy with complication of the mesh repair thereby underwent removal of mesh and umbilical herniorrhaphy. Per operative notes, ¿the mesh was completely removed.¿ attorney alleges that the patient had pain, hernia recurrence and emotional injuries. It was also alleged that the patient required second operation for mesh removal.